Event description:
During the operation check, prior to insertion in the artery, the wire could zero, but the user found the tip coil was missing. Another same product was used and the procedure was completed. Device was not used in the patient procedure; there was no patient involvement.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned device. A plastic sleeve was found on the distal end of the wire that covered the sensor housing and continued along the length of the distal coil. The sleeve is used during the manufacturing process and was not removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.